Event description:
The customer reported that the insulation is broken in the foot switch. Some wires are exposed. No pt injury was reported.

Manufacturer narrative:
The ge svc rep troubleshot and found the footswitch insulation broken. He replaced the footswitch. The unit is working as intended.